Event description:
Rod broke at the distal most proximal screw hole due to nonunion at the fracture site. The rod was removed and replaced. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. Summary of evaluation: the alta femoral rod broke in fatigue due to the patient's nonunion of the proximal femoral fracture. The device history record for the lot code of the returned rod was reviewed and no discrepancies were observed.